Event description:
During an acl procedure the tip of the passing pin became separated. The surgeon spent approx 45 min trying to retreive the tip, but was unsuccessful. The procedure was completed successfully and it was reported that no pt injury or complications resulted from this incident.